Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with complaint of audible alarm with flashing red lights while changing battery on power 1. No patient complications have been reported as a result of this event.

Event description:
Log file review indicated that there was loss of power for one day after the initial reported event.

Manufacturer narrative:
Correction: b5, h6. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (B)(4) and an unknown battery were not returned for evaluation. Log file analysis revealed a controller power-up and an associated motor start event logged on (B)(4), indicating a loss of power to the controller. The controller power-up event was logged on (B)(6) 2017 at 13:50:16. The data point prior to the controller power up, logged at 13:36:38, revealed that (B)(4) was connected to power port 1 with 31% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 97% rsoc. The data point after the controller power up event, logged at 14:05:14, revealed that (B)(4) was connected to power port 1 with 95% rsoc and (B)(4) was connected to power port 2 with 93% rsoc. The reported audible alarm was most likely related to the recorded loss of power. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. Other devices involved in this event: heartware ventricular assist system -batter: battery / model #: 1650. Device available for evaluation?: no. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.